Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with two 275cc mentor memorygel breast implant prostheses and experienced bilateral grade IV capsular contracture postoperatively. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.

Manufacturer narrative:
On may 20, 2022, the mentor failure analysis lab received the device for evaluation. On june 2, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 275cc breast implant was found to have a tear on the anterior view measuring approximately 1.4 cm. It matches with the information provided by the doctor that he damaged the device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient has been scheduled for breast implant removal surgery on (B)(6) 2022. On (B)(6) 2022, mentor became aware that the patient's implants were replaced with the following devices: (left) 255cc mentor memory gel breast implant catalog: 3507255mc lot: 9713530 sn: (B)(6) and (right) 255cc mentor memory gel breast implant catalog: 3507255mc lot: 9649196 sn: (B)(6). On (B)(6) 2022, mentor also became aware that during the revision surgery on (B)(6) 2022, the patient also underwent bilateral capsulectomies. Additionally, the patient's age at the time of event was populated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.